Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up, down and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/30/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. All keypad buttons were responsive. Upon removal of the keypad cover, no damages were found to the button contacts or keypad flex cable. The pump was opened up and no damages were found to the keypad connector or the keypad flex cable. The keypad connector latch was secure. Unrelated to the original complaint, the audio bolus button cover was punctured; however, the bolus button was responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).